Event description:
During an unknown procedure it was reported by the affiliate that the device does not fire/misfire. There was no patient consequence.

Manufacturer narrative:
Added add'l info, info not available, device not returned for analysis.